Manufacturer narrative:
The initial failure description was "head error". According to the service report dated on 2020-04-28 the console was cross checked with another rotaflow drive and worked satisfactorily. Therefore the rfd (serial number (B)(6)) was exchanged with a standby rfd. The affected rotaflow drive was sent to the manufacturer emtec for repair under RMA# (B)(4). 2020-09-02: the affected drive was received by maquet. 2020-09-29: the failure head error could be confirmed after testing in the service department. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The reported incident "head error" was found during technical & clinical demo at the christian medical college & hospital. The rotaflow was directly involved and not able to meet its specifications. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Once the flow is higher than 1000rpm the rotaflow displays the error message head error. The error occurred during technical & clinical demo. No patient involvement. (B)(4).